Event description:
Popliteal cyst rupture [patellar chondromalacia] [synovial rupture]. Effusion [patellar chondromalacia] [effusion]. Swelling of calf [patellar chondromalacia] [oedema peripheral]. Case description: spontaneous report was received on (B)(6) 2012, from a female pt, who is also a rheumatologist (age not provided), initials (B)(6), with patellar chondromalacia. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc-one (hylan g-f 20) injection, dosage regimen not provided in an unspecified knee. The lot number for synvisc-one was not provided. On (B)(6) 2012, the pt experienced effusion and swelling of calf. It was reported that the injection was performed under x-ray control and was uneventful. On an unspecified date in (B)(6) 2012, doppler ultrasound examination was performed, which revealed popliteal cyst rupture and thrombophlebitis was ruled out. The pt's event of popliteal cyst rupture was assessed as medically significant. The action taken with synvisc one was not provided. The outcome for the events of popliteal cyst rupture, effusion and swelling of calf was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc-one and all the events. The qa (quality assurance) investigation summary was received on (B)(6) 2012.

Manufacturer narrative:
Manufacturer's comment: the benefit -risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.